Event description:
A malfunction alarm was reported with a specific code displayed, which was resettable. Customer's blood glucose level was not adversely impacted, remaining below 500 mg/dl. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to report any recurring issues.